Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The analysis revealed approximately 21.5 cm distal to the is-1 connector pin that the outer conductor coil (including the inner conductor insulation) had pressure marks, which most likely resulted from strongly tightening the suture sleeve during the implantation procedure. However, no lead fracture was found. A thorough analysis of the lead did not show any deviations which might have led to the clinical observation. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
It was reported that two days after the implantation this rv lead was broken. The lead was explanted and replaced.